Event description:
The affiliate stated the customer reported false positive troponin I (access accutni) results, within the risk stratification range, for two patients, involving the access accutni assay used in conjunction with the unicel dxc 600 pro system. This report is three of three referencing the patient on the event date noted. The false positive result was released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Subsequent testing of the patient's sample, on the original and alternate unicel dxc 600 pro system, generated lower troponin I results, within the normal reference range. A review of data analysis revealed system check, calibration and quality control (qc) were performing within assay and instrument specifications at the time of the event. No system errors were reported on the instrument. The instrument was in operation.

Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information. All related medwatch reports associated with this incident: 2122870-2014-00382, 2122870-2014-00383, 2122870-2014-00384.